Manufacturer narrative:
Additional information: d10, h6, h10. One cadd solis vip pump was returned for analysis. The customer's reported problem could not be confirmed. According to the investigation the pump downstream occlusion sensor found to be device working without any issues. No fault found with pump.

Event description:
Information was received indicating that a defect was found on a smiths medical cadd solis vip pump following the implementation of an infusion delayed administration. The pump rang several times, a prior occlusion alarm and the drug did not go past.  The pump systematically rang all night for 3 nights. The nurse informed that this was an occlusion upstream. No clinical consequences were observed.